Event description:
Customer's spouse reported that customer dosed with 15 cc of insulin then experienced a diabetic coma. While the customer was unconscious, a reading of 78 mg/dl was rec'd with the free style meter. Paramedics were contacted and provided a reading of 31 mg/dl. Pt's spouse's unknown brand meter provided a comparision reading of 24 mg/dl. Customer was transported to the hosp but specific treatment was not described for treatment of the hypoglycemia. Customer's meter was not coded with the proper test stripe code.